Event description:
It was reported that the guidewire became stuck, resulting in a stroke for the patient. The stenosed target lesion was located in the carotid artery. An 8.0-36 carotid wallstent self-expanding was selected for treatment. However, it was noted that the wire became stuck during the procedure, resulting in a stroke for the patient. The procedure was completed with this stent. It was further reported that at the beginning of the procedure, prior to use of the carotid wallstent, a dissection occurred in the internal carotid artery (ica). The cause of the dissection was not reported. The patient was administered aggrastat (tirofiban), and the dissection was treated using an 8.0-36 carotid wallstent, in addition to a second carotid wallstent. After the first stent was deployed, the unknown guidewire and stent delivery system became stuck, and had to be removed as a unit, which led to loss of lesion access. In the time it took to regain access for the second stent, the patient developed a distal thrombosis. Additionally contributing to the thrombosis were the patient anatomy characteristics proximal to the stent. Due to the thrombosis, an intracranial thrombectomy was performed. During the thrombectomy, middle cerebral artery (mca) occlusion bleeding occurred after a second pass of the thrombectomy device, which resulted in a large intracranial hemorrhage (ich). The ich required coiling and intubation. According to the physician, the bleeding was not a result of the carotid wallstents, but the tirofiban that was administered to reduce the likelihood of the formation of thrombus. The patient required physiotherapy to treat the stroke. According to the physician, the stroke was a direct result of the dissection, which occurred prior to the use of the carotid wallstents.

Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
It was reported that the guidewire became stuck, resulting in a stroke for the patient. The stenosed target lesion was located in the carotid artery. An 8.0-36 carotid wallstent self-expanding was selected for treatment. However, it was noted that the wire became stuck during the procedure, resulting in a stroke for the patient. The procedure was completed with this stent.